Manufacturer narrative:
(B)(4). The device was not returned for analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10950. It was reported that air was in the device. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the laa. The 21mm watchman ® laa closure device & delivery system (wds) was advanced into the was. Flushing was performed and the line was clear of air. As they were advancing the wds they saw a little air bubble right at the tip of the device. They stopped, aspirated the air bubble and it did not escape into the patient. It was just the one air bubble and once they determined it was clear, the procedure was continued. The 21mm closure device was successfully implanted in the patient. There were no patient complications reported and the patient¿s condition was fine.